Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results on multiple patients. The results provided were: on (B)(6) 2021 (B)(6) old female; initial=89.75 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.20 miu/ml (< or =5.00 miu/ml=negative) /repeated on another architect isr63149=< 1.20 miu/ml on (B)(6) 2021 initial=28.75 miu/ml /repeated=<1.20 miu/ml laboratory reference range for b-hcg=< 5.00 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i2000sr analyzer, list 03m74-02, abbott laboratories, irving, texas, USA to the architect total b-hcg reagent, list 07k78-77, a.i.d.d. Longford, ireland. MDR number 3005094123-2021-00197-00 has been submitted and all further information will be documented under that MDR number.